Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "rupture' on unknown side. Physician additionally reported left side "spontaneous and painless loss of the shape of the left breast¿ and "pain towards the axillary region." Treatment with analgesics were given and the device has been explanted.

Manufacturer narrative:
Device analysis results: analysis of the returned device identified: creases fold, opening curved on posterior and weight to the spec. A visual and microscopic analysis was performed which identified striated opening, wear abrasion and non-penetrating nicks. Base on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported "rupture' on unknown side. Physician additionally reported left side "spontaneous and painless loss of the shape of the left breast¿ and "pain towards the axillary region." Treatment with analgesics were given and the device has been explanted.